Event description:
It was reported that during a routine follow up, this pacemaker was not able to be interrogated. Premature battery depletion was suspected and the device was explanted and replaced that day. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. No telemetry with the device could be established and it was confirmed no bradycardia therapy was available at the time the device was explanted and replaced. The device case was removed to facilitate additional testing and inspection of the internal circuitry, and the battery was removed so an external power supply could be attached. During testing, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during a routine follow up, this pacemaker was not able to be interrogated. Premature battery depletion was suspected and the device was explanted and replaced that day. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.